Event description:
It was reported that the patient was on support when the rpm were turned down to 1000. When the rpm was increased an error message appeared. The nurse immediately initiated hand-cranking. Perfusion was notified and after five minutes of hand-cranking the unit was turned off and immediately back on. The issue resolved. Patient remained on support and the unit performed satisfactorily. (B)(4).

Event description:
(B)(4). Customer complaint could be duplicated by maquet service technician. Unit operated for one week while performing numerous warm and cold starts without issues. Disassembled, cleaned and inspected pcb's, cables and connectors. No problems found. Tested unit prior to returning to customer. Calibration check and full functional testing as per the service manual. No problem was found therefore no correction has been performed. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. A supplemental medwatch will be submitted if additional information becomes available.